Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation under the lifevest. The patient reported that her physician told her to remove the lifevest until the irritation healed. The medical outcome of the irritation is unknown. Based on the low-severity of the reported irritation, there is no indication of serious injury.